Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly the customer was using cold insulin. Customer reloaded the existing cartridge to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.